Event description:
In 1998 patient underwent c4-c6 anterior cervical discectomy and fusion using suspect medical device. Surgery was performed at another facility which is no longer in business. Patient developed pseudoarthrosis at c5-c6, adjacent segment disease at c6-c7, and cervical radiculopathy. In 2005 patient was admitted to reporting facility and underwent c4-c6 removal of hardware (7 screws and 1 plate) c6 corpectomy, and c5-c7 anterior cervical spinal fusion with instrumentation. No letters or number were noted on the cervical hardware that was removed in 2005.